Event description:
Pt developed stroke on postoperative day #2 after abdominal surgery with resultant left leg and left arm weakness/paralysis, documented with a CT scan. They were then started on pulmonary therapy - percussion vibration mode of the hill-rom total care bed. They received therapy every 2 to 4 hours for 2 to 3 minutes as per ICU attending. Their condition slowly deteriorated. They stopped breathing on postoperative day #5. They were intubated and placed on a ventilator. They developed brain edema with subsequent brainstem compression and herniation documented with a repeat CT scan and died on postoperative day#12. The family found out about the bed shaking "therapy" one day prior to death, when they accidentally walked into their room in the middle of the bed shaking "therapy". They were horrified that their family member with a stroke was shaken repeatedly around the clock. To their observation and common sense the bed shaking was significant to make them worry about further brain trauma. They refused this form of therapy. Family member died 12 hours later. From literature search, pt could not find anything on repeated shaking in pts with head trauma, stroke, post neurosurgical procedures, geriatric and others at risk for brain injury. Rptr is very concerned that the percussion vibration mode of the bed and has adverse effect on an injured brain. Reporter suspects that in the case of the pt percussion vibration of the bed caused progression of the brain edema, brainstem herniation and death. Reporter feels that percussion vibration mode of pulmonary therapy with hill-rom total care bed should be suspended immediately unitl investigation proves that repeated bed shaking does not lead to further brain trauma.